Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the plunger broke. The returned syringe was examined and exhibited a broken plunger rod. A review of the device history record was completed for batch# 3322021. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) loose 0.5ml 31ga x 8mm syringe from material 328468, batch 3322021. The sample was decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the syringe found the plunger broken off. The plunger and stopper were bottomed out in the barrel. The break in the plunger was about ½ inch inside the barrel. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles them. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notification or log book entries that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing noted that pertained to this defect. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced product damage which was noted during use. The following information was provided by the initial reporter: material no: 328468 batch no: 3322021. Verbatim: from phone call on (B)(6) 2019: spoke with a receptionist at a doctors office. She did not have any information on who may have called in. She said she has one of our syringes and when she injected herself with insulin, the plunger broke. From phone call on (B)(6) 2019 12:48:38: consumer stated, during her injection, the plunger broke therefore, she could not complete her dosage. Stated she did have a second syringe but she wasted 10 units of insulin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5 ml 31ga 8 mm ufii 10bag 500cs experienced product damage which was noted during use. The following information was provided by the initial reporter: material no: 328468. Batch no: 3322021. Verbatim: from phone call on (B)(6) 2019: spoke with a receptionist at a doctors office. She did not have any information on who may have called in. She said she has one of our syringes and when she injected herself with insulin, the plunger broke. From phone call on (B)(6) 2019: consumer stated, during her injection, the plunger broke therefore, she could not complete her dosage. Stated she did have a second syringe but she wasted 10 units of insulin.